Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that a right ventricular lead had high impedance. A new lead was used, and the patient was stable during and after the procedure.